Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer passed away at home. The customer was hospitalized multiple times for stomach issues before they passed. The cause of death was listed as diabetic reasons but the exact issue is unknown. The spouse also believes the customer suffered a massive heart attack. The caller stated that the customer had other unlisted illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated that the customer was having issues with the pump, and they had turned over the pump to their lawyers. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test.